Event description:
Patient reported skin irritation with blisters and break out. The patient did seek medical intervention and was prescribed a prescription steroid cream. Patient did follow skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.